Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 534 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injection. The customer reverted to manual injections for insulin therapy.